Event description:
It was reported that an eps03 was used during a laparoscopic fundoplication. It was reported by the affiliate that the instrument was inserted into the trocar cannula. The right angle electrode broke away from the probe. The part fell into the pt and was retrieved from the abdominal cavity using forceps.